Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the no clinical data showing on screen was verified to damaged color cable. The color cable was replaced to remedy the issue. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.